Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to negative dysphotopsia and patient complaining of halos. Another competitor lens was used as the replacement. There was no patient injury and no other intervention was required. The patient was doing well post-operation. No further information was available.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 27, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a plastic bag. Visual inspection under magnification revealed that the lens was received cut into three pieces and with a detached haptic. The lens was cleaned and no issues that could contribute to poor visual acuity could be identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue (dysphotopsia - negative and halo vision- surgical intervention required) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: the reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.